Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user called stating that the right front caster made a pop, and leans when he sits in the chair.